Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had evidence of erythema around the incisions and seroma at the ipg site. The physician believed that this was patients dermatitis-reaction to dermabond. The patient was prescribed with antibiotics and was doing well.